Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Commanded shocks were delivered to test the system. Impedance measurements were within an acceptable range. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. Should additional information become available this report, will be updated.